Manufacturer narrative:
The field service engineer (fse) completed system check and all system results were within the MFR's published specifications. The pathologist reviewed and no error was in the specimen with no change in emergency room (ER) diagnostic. The consumer has standard reflex protocol and stated retest results for creatine kinase-mb (ck-mb) and myoglobin were also high and ultimately reported. The customer stated the issue was isolated to this one sample. The pt was discharged from the ER after the third sample produced normal results for all cardiac assays. The customer had no further inquiries. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.

Event description:
The customer reported elevated creatine kinase-mb (ck-mb) and myoglobin results, above the normal reference range, for one pt involving access 2 immunoassay system. Subsequent testing produced results within the normal reference range. The elevated results did not correlate with the pt's clinical condition. The elevated results were released out of the lab and questioned by physicians. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.